Event description:
The account alleged that the bed has no functions working.

Manufacturer narrative:
The tech found that the mts cable shorted which caused the f17 and f18 fuses to blow. The tech replaced the mts cable and fuses to repair the bed.